Event description:
On (B)(6) 2014 3m espe was informed about an adverse effect that occurred in (B)(6) after the use of the products 3m espe ramitec and 3m espe protemp ii. Also a product from a competitor, fuji plus from gc, was used. After the dental treatment the patient began to suffer from dry mouth, burning feeling on mucosa, and corners of the mouth for several months. The patient sought help in a hospital where she stayed several days. After the removal of the temporary restoration the symptoms vanished.

Manufacturer narrative:
The products weren't returned to 3m espe and the lot - numbers are not known. Therefore, no further analysis on the product or retained sample could be done. It is not clear if the adverse event was really caused because an allergy testing did not show any evidence. However, the symptoms vanished after the removal of the temporary restoration. This would indicate that not the impression material, which was only short termed in contact with the patient, but one of the products used for the temporary restoration (protemp ii or fuji plus) contributed to the adverse event. In 2005 the patient underwent chemotherapy and has a compromised immune system since then. This may also be a trigger of the adverse event. This product has been assessed for biocompatibility and has been found to be safe for its intended use. As two products were involved in the adverse event, two records will be sent to FDA. This report (manufacturer report number: 96411385-2015-00004) describes the second suspect device. The first suspect device description is included in manufacturer report number 9611385-2015-00004.